Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt had a pocket revision due to difficulty charging, because his implantable pulse generator (ipg) had migrated. The pt is reportedly doing well following revision.